Event description:
During an attempt to remove an 8 french silicon foley catheter that was in place for 24 hours, the patient experienced abnormal and unexpected pain during the removal process. After the clinician withdrew the saline from the 3cc balloon seal and started to withdraw the catheter, the clinician felt drag and minor resistance on the catheter. The nurse double checked that the balloon was deflated and completely removed catheter from patient. The clinician noted that the deflated catheter balloon rolled up on the distal side of the balloon and created a radially positioned ridge around the catheter sheath. The catheter was sequestered and sent to biomedical engineering for reporting and follow up with the manufacturer.======================manufacturer response for catheter, silicon, 8french, foley, bardex (per site reporter).======================to return to manufacturing.what was the original intended procedure?foley catheter removal (dc).device #1is this a laboratory device or laboratory test?no.